Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip revision procedure on (B)(6) 2011. During the procedure, after trialing, the surgeon noted that the trial liner had separated from the screw portion of the liner. The surgeon unscrewed the screw from the bottom of the cup. A standard liner was used to complete the procedure. No injury to the patient or delay in the procedure was reported.